Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine pacemaker replacement procedure, this right ventricular (rv) lead was capped (abandoned) due to an unknown component anomaly. The lead was replaced with a non-bsc product. No additional adverse patient effects were reported. This lead remains implanted, but out of service.